Event description:
The customer reported that the system locked up with a loss of motorized motion during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop button was replaced during the service call. The system was tested and found to be working as intended and put back into service.